Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated that the r-wave amplitude is intermittent and has fallen to 5 mv from a high of 20 mv. Concomitant product(s): d314trg ICD, implanted: (B)(6) 2011; a 4194-78 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular lead showed a decrease in r-wave amplitude. The lead remains in use. No patient complications have been reported as a result of this event.